Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test and verify no delivery alarm due to motor error alarm. The insulin pump had minor scratches on display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer first resolved the alarm by rewinding the insulin pump. The customer then received the no delivery alarm when attempting to deliver a bolus. The customer tried to resolve the alarm by rewinding the insulin pump again but received a motor error alarm again instead. The customer's blood glucose was 18 mmol/l. The customer was advised that a replacement insulin pump would be sent and was advised to discontinue use of the insulin pump.